Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was the second sample part of a serial draw. The first and third samples were negative. The positive result was questioned by the physician. The second patient sample was repeated and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
On 06/28/2015 additional information:the customer obtained discordant results post fse service for samples from two patients. The initial results for the samples were elevated and repeated negative.(B)(6). The customer stated that the sample was spun in a stat spin at 7500 rpms for 3 mins.(B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.a field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call. The wash blocks were replaced due to dripping. The tube type was assigned to rack a which the customer uses. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
On 08/01/2015 additional information: the siemens technical application specialist (tas) contacted the customer on 08/01/2015. The customer provided a discordant troponin ultra result. The patient sample was spun x2 on stat spin #8. The patient sample appeared clear. The customer did not observe any noticeable fibrin in the sample. The patient sample appeared clear. The physician requested the sample to be repeated. (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results. The tas went to the customer site on 08/04/2015 and inspected the three patient samples that the customer saved. The tas "sticked" the patient samples that were poured into 12x75 tubes and did not observe any fibrin on the sticks. The sample tubes were spun in the stat spinners at 7360 rpm for 3 minutes. The plasma was then removed into another tube. There was not any observable button at the bottom of the spun tubes. The samples were respun in new tubes. There was not very much plasma to run in many duplicates. Patient samples were run on 08/04/2015 on advia centaur cp s/n (B)(4) after respinning. (B)(6). The tas performed a precision run with the controls. The results were acceptable. The cause for the discordant troponin ultra results is unknown. Preanalytical factors cannot be ruled out. The patients samples repeated negative after respin. The qc precision runs were acceptable. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices and tube type manufacturer's recommendations can lead to erroneous results. While there is insufficient information to determine the cause of the false positive results, preanalytical factors can not be ruled out which may lead to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse decontaminated the system and replaced the leaking reagent syringe. A precision run was performed post service and the precision was within specification. The cause for the discordant troponin ultra result is unknown. Possible poor reagent dispense. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." Instrument information: brand name: advia centaur cp, common device name: immunoassay analyzer, (B)(4).